Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 161 mg/dl, 214 mg/dl, 299 mg/dl, and 524 mg/dl, while using the suspect device. Reporter noted that pt did not take any action based on the values obtained on the suspect device. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.